Event description:
The customer stated the rubella calibration failed on the axsym analyzer due to the calibrator 1 being too high. The customer stated the gain and the value of the optical meia standard are correct. The customer stated they are now calibrating alternatively. No other information was given. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.